Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer's blood glucose level was 220 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the power error detected recurred within a week. The device will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to missing battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error 25 due to blank display.